Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up there was an alert for high voltage lead impedance in two vectors including can likely due to so-called dry pocket, this should decrease some time post implant. No report of adverse consequences for patient.